Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that using a different recharger did not resolve the patient¿s coupling issue. They stated that an x-ray was taken, which confirmed that the ins had flipped. The patient is scheduled for a pocket revision on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was difficulty charging starting in (B)(6) 2017. The patient could get 0 to 9 coupling bars, but 8 out of 10 times the patient only got 2 bars. The last time that the patient was getting 8 coupling bars was the last (B)(6) ((B)(6) 2017). In the clinic on the day of the call, the caller only get 2 coupling bars during the recharger session. An antenna locate (al) was performed and resulted in around 65. There were no reported implantable neurostimulator (ins) pocket issues. The ins was very superficial and the caller could feel all 4 corners of the ins. The ins was in the right abdominal area right at the crease of the waist. The ins was located slightly above the incision site and appeared to be pushing upward some. The patient did not have skin folds present in the pocket area. When the caller felt the pocket area they felt the wires coming off of the right side and not the left. The ins was not in an awkward position for charging. The patient reported a pinching sensation to the right side of the ins pocket since this past (B)(6) ((B)(6) 2017). The caller was going to get another implantable neurostimulator recharger (insr) to rule out an insr issue. This had not yet been attempted at the time of the report. The caller would check the recharge success with another insr and if that was not the issue then they will get an x-ray of the pocket side. No further complications were reported.